Manufacturer narrative:
This situation was not reported to us directly. We received the medwatch report from the FDA, see attached, on 08/15/06. The problem identified by the facility is a maintenance issue. The lift was purchased by the facility almost eight years ago. We recommend that all nuts, bolts etc... Be inspected on a regular basis to determine wear and tear. This is a situation where the nut simply wore out and needs to be replaced. We believe this situation should be detected on periodic maintenance. An eight year old lift is three years past the warranty period on the structure of the lift. We use the highest grade nuts and bolts on all construction. Such wear and tear on a moving part for an eight year old lift is to be expected.

Event description:
According to the facility, " (t) ensioning spring nut on leg/caster spreader control lever was worn to half thickness and needed (to be) replaced. Allowed control lever to move out of notch and let spreader to close and (have) less stability."